Event description:
Allegedly the patient was experiencing unknown mom complications. (Right). Additional information received from litigation on (B)(6) 2017. Allegedly the patient was revised due to mom complications: metal-on-metal articulation; adverse local soft tissue reaction (right).